Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, analysts replicated the issue during power up and the motor was found to be the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device gave an error code 1870.